Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 311 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their health care provider had changed the settings on their insulin pump causing the customer's blood glucose to drop. The customer was transported to the hospital for treatment. The customer stated that they will consult their healthcare provider about adjusting the settings on their insulin pump.